Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: customer's observation was not replicated in-house with retention products. Retention (n=29) devices were tested in-house clinical hcg negative urine samples, all results were negative at read time and met qc specification. No false positives were obtained. Mfg batch record review did not uncover any abnormalities. Customer indicated that results were read beyond the designated read-time; this cannot be ruled out as the root cause of the reported false positive results.

Event description:
It was reported that on (B)(6) 2014, the patient was tested on the consult hcg urine cassette and received a positive result. A blood test was then sent out and produced a negative result. The date of the blood test is unknown. There were no adverse outcomes reported. No further patient information would be provided. Troubleshooting was conducted with the customer. The customer was advised on sub-level of detection (lod) concentrations as well as non-specific binding. In addition, the customer was advised to read the result at the 3 minute read time and to use a timer.